Event description:
Same case as: 2134265-2009-07289. It was reported that during a coronary drug eluting stenting treatment procedure, a stent fracture occurred. The de novo target lesion (total occlusion) was located in the highly calcified, moderately tortuous mid right coronary artery (rca). The lesion length was <60mm and the reference vessel diameter was 4mm. The lesion was pre-dilated with an unspecified balloon. A promus element 4.0x28mm stent was deployed in the mid rca at 14 atms for 13 seconds. Next, a taxus liberte' 4.0x32mm stent was deployed at 18 atms for 11 seconds just proximal to the promus element stent with some overlap. The operator noticed the promus element stent looked under-deployed and used the taxus liberte' delivery balloon to post-dilatate the promus element stent. Following the post-dilatation of both stents, the operator noticed a slight kink in the top distal section of the promus element stent. Additionally, it looked as though the distal portion of the stent was moving independently of the proximal portion of the stent, as if they were two separate stents not one. The operator thought the "stent connector" may have fractured during the post-dilatation due to a hard, resistant piece of calcification. There was no vessel dissection noted. The operator decided to deploy a third stent, a liberte' 4.5x12mm bare metal stent at 12 atms for 16 seconds within the damaged portion of the promus element stent to correct the event. After this, it looked as though the liberte' stent and the promus element stent were moving in unison and the stent fracture was repaired. No pt complications were reported. Add'l info has been requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.